Event description:
The facility representative reported an infusor pump with a condition of battery problems. It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation:the reported condition of an infusor with a damaged battery was confirmed and reproduced during product evaluation. This condition was due to a damaged battery wire. The wire was replaced to fix the reported condition.if additional information is received, a follow-up will be submitted.